Manufacturer narrative:
To date the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.

Event description:
It was reported the surgeon complained that he could not get a smooth cut during surgery. There was no injury alleged. Numerous attempts were made by integra to obtain additional info.